Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation (rv) lead exhibited a progressive increase of pacing impedance and noise on the rv sensing channel. It was determined that the rv lead was fractured. A revision procedure was performed on (B)(6) 2010. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.